Event description:
Additional information received from reporter on 19-sep-2023, for mw5123011. Updating manufacturer information. We have examined the attached report, and want to let you know that the unit described is not a unit from us. Microstim has never marketed a unit with a gray case. Other manufacturers have copied the name microstim on their units without our permission, and some of these copied units match the description in the report. All microstim units we sell have a serial number on the case, also in the battery compartment. The model number is also clearly printed on the unit and the booklet included with the unit. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Caller states he has a microstim device that is 'messed up'. Caller states the red and black 'lead' wires are not working. The device is not implanted, the caller had no model number and could only say it is a little gray box. Technical services advised that it appears this product is from another MFR. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).